Event description:
Received report of a separation of the clave port from the extension tubing of the t-connector set. The customer states that typically, they use a t-connector extension set with clave on peripheral sites for infusing tpn and lipids. The pump tubing is then connected to the clave. The clinician was disconnecting the pump tubing from the clave. The clave port separated from the tubing where they are fused. The extension set was replaced. There was no decrease in blood sugar. There was no blood loss. There was no report of adverse pt effect. Although requested, it was unknown to the rptr the pt's sex and diagnosis. Additional pt information was requested, but no further information was available.